Event description:
Drain broke. Customer states that eleven days following hysterectomy, surgeon attempted to remove drain. The drain broke during removal and part of the drain was retained in situ.

Manufacturer narrative:
Corrected section d-9, device returned. Corrected h-10, device was originally reported as not available for eval. Corrected h-6, device was evaluasted. Microscopic eval and photomicrographs were taken of the complaint drain. Eval indicates that the drain may have been nicked during the operation by a sharp edged instrument. This type of drain tends to break easily whenever any pointed, toothed, sharp edged instrument makes a nick on its surface because of its soft material construction. Because no lot info was provided, a specific history could not be reviewed.